Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low blood glucose readings into the 40s with fluctuations up to 450 while using the ilet and treating hypoglycemia with approximately 8¿12 oz of juice; the user also reported cartridge leaks associated with connecting the adapter to the cartridge outside the pump and had not been consistently making meal announcements due to fear of hypoglycemia. Symptoms included hypoglycemia, hyperglycemia, confusion or disorientation, and dizziness. Outcomes included minor illness or impairment and delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. This report is being submitted for overtreating hypoglycemia. Separate reports have been submitted for connector incorrectly attached and missed meal announcements.